Event description:
The doctor indicated that the threaded portion of this abutment fractured.

Manufacturer narrative:
Upon visual inspection it was confirmed that the threaded portion of this healing abutment has fractured. The review of the device history record did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.